Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call rewind anomaly and display anomaly on the insulin pump. Customer's blood glucose level was 372 mg/dl. Customer advised they had trouble viewing the display screen and they were unable to rewind the insulin pump. Customer declined to troubleshoot and advised they changed out their infusion set.